Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal check, high, out of range, high voltage lead impedance issue was observed on the rv lead. There were no other electrical anomalies. Patient was referred to an electrophysiologist for further evaluation. No further information available.